Event description:
The customer reported that the device would power off when 150 joules was selected, during opcheck.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.